Event description:
It was reported that a patient's left ventricular lead became dislodged. This led to the patient experiencing diaphragmatic stimulation. The dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and diaphragmatic stimulation. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: h10: field should include the following statement, which was not included in the prior report: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.